Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the patient had an aortic valve replacement and was noted to tolerate the procedure well. On pod #14, the med team was called for eea, compressions were began, and full code was initiated. Consultation for abdomen distention was performed and the family members were notified. After much consideration, the family had decided to withdraw support; the patient expired. According to the surgeon, the edwards device did not cause or contribute to the patient's death. It has been determined that this event is not device related; no device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. The implant duration were not provided. It is unknown if the death was device related. No further details were reported.